Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 55-58 mg/dl; cause was not known. Customer was provided with dextrose and juice to address low bg. Reportedly, the customer experienced cramping, a seizure, and became unconscious. Customer's husband called an ambulance and customer was treated by ambulance personnel via glucose injection. Recommendation was made to consult with a healthcare provider regarding diabetes management.